Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device has faded segments in the display, and the customer had difficulty reading it. No actual misinterpretation of a result occurred.

Manufacturer narrative:
Sections d10 and h3 were updated. The customer's meter was returned. The device's display shows no error during investigation (no missing or faint segments). The circuit board showed contamination caused by liquid penetration. This type of contamination can temporarily lead to the display issue that was complained about. The root cause of the customer's allegation is contamination of the contacts due to improper handling or maintenance.